Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the left ventricular lead could not pass the coronary sinus and be fixed. The lead was not used. The patient was stable post procedure.